Event description:
The lens slipped out of inserter before it was implanted in the pt's eye.

Manufacturer narrative:
Results: the visual examination of the returned lens, found both haptics bent. Due to the haptics damage, the lens cannot be tested.